Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient had a fever of 101 degrees fahrenheit, was incoherent, weak, and unable to sit up. The patient had confusion, driveline drainage, shortness of breath, and fatigue. In the emergency department the patient was febrile at 38.1 degrees celsius and white blood cell count (wbc) was elevated. Blood cultures were obtained and the patient was started on vancomycin and zosyn. Aerobic driveline wound cultures grew staphylococcus aureus. A non-contrast CT scan of the chest/abdomen/pelvis showed fluid along the driveline. The patient was to continue vancomycin. Zosyn was switched to cefepime. On (B)(6) 2018 the patient had negative pressure wound therapy dressing change (wound vac) at the right lower quadrant driveline site. The site was clean with granulation tissue and scattered areas of fibrinous slough. No undermining and no tunneling. The wound edges had slight erythema. There was a moderate amount of creamy yellow thick drainage. No additional information was provided.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018 antibiotic infusion was stopped.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had sepsis secondary to driveline infection.